Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gonging alarms) has been confirmed. Upon investigation the monitor failed a baseline test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q17 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. After incoming evaluation the monitor failed incoming testing due to contamination on connector j1002aa on the defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a patients monitor was displaying gonging alarms.